Manufacturer narrative:
(B)(4) date sent: 7/17/2025 d4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was undergoing a lap sleeve gastrectomy as the first stage to a laparoscopic sadi-s due to an enlarged liver. Pleading indicates two months post operatively patient developed significant nausea and vomiting and underwent upper gi which revealed no evidence of leak. Seven days later, patient underwent lap conversion to roux en y gastric bypass. Operative note provided states omental adhesions were adherent to the staple line ¿which was likely walling off the leak from the sleeve. There was an intense reaction and as the omentum was well wrapped around the site of the problem, this was not removed as everything was well controlled.¿ surgeon also noted ¿an intense fibrotic reaction in the retrogastric space and the stomach was quite adhered to the pancreas.¿ the procedure was completed using an ethicon echelon 60 stapler for the side-to-side anastomosis. It was noted that two attempts were made to introduce a covidien orvil stapler for the end-to-end anastomosis between the gastric pouch and the roux limb, but this could not be used since they needed to avoid dissecting the retrogastric plane and ultimately it was completed with a hand-sewn anastomosis. Pt was discharged 17 days later. 3 months later, patient underwent an egd and a large non bleeding ulcer was found at the gastrojejunal anastomosis. A 3 mm opening near the gastroesophageal junction was seen with purulent discharge and staples through the opening. A pigtail stent was placed. It was reported for the remainder of the year, she underwent several egds, fistula development, a temporary feeding tube, and stent insertions. No records of initial sleeve gastrectomy are provided and it is unknown what staplers were utilized in that procedure.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2025. Additional information received from attached operative notes: female patient. Pre-operative diagnosis was a gastric sleeve leak and a re-operation was performed of a lap revision to lap roux-en-y gastric bypass. Patient developed nausea and vomiting and admitted to hospital. CT showed some concern about a leak. Further diagnostics were performed that initially showed the sleeve to be normal. Then nausea and vomiting worsened and developed epigastric pain and a CT showed symptoms of a worsening leak. Started on IV tpn and antibiotics were given. During the re-operation adhesions were observed on the staple line. There was an intense fibrotic reaction in the retro gastric space between the stomach and the peripancreatic tissue and the stomach was adherent to the pancreas. A hand sewn anastomosis had to be completed. Leak test was then negative.